Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the end of the fiber broke. The fiber was replaced, and the second fiber was used to continue the procedure. However, the end of the fiber broke on the second fiber. The second fiber was replaced, and the procedure was completed using the third fiber. There were no patient complications. This report is for the first fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified there were no issues with the fiber. The glass cap did not have any devitrification and there were no signs of debris adhesion on the metal cap. The fiber was tested with the helium-neon (hene) laser fixture. The testing conducted identified there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and were secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber as designed. Based on the information available and analysis results, the reported fiber break was unable to be confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the end of the fiber broke. The fiber was replaced, and the second fiber was used to continue the procedure. However, the end of the fiber broke on the second fiber. The second fiber was replaced, and the procedure was completed using the third fiber. There were no patient complications. This report is for the first fiber.